Event description:
Reportedly, on (B)(6) 2013, the pt was taken to the hospital because he was not feeling well since 3-4 days. The pacemaker was interrogated and pacing failure was observed. The output was reprogrammed from 3.5v to 7.5v; however, intermittent pacing failure was still observed. Threshold was measured at 3.0 - 3.5v. When the polarity was changed to unipolar setting, muscle twitching was confirmed. Therefore, the polarity was re-programmed to bipolar setting. Impedance was 460 ohm and r wave amplitude was 15mv. No lead dislodgement was observed on x-ray.

Manufacturer narrative:
(B)(4): this event concerns a device that was manufactured and used outside the united states. Analysis is pending.